Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, active current test and self test. Pump failed the sleep current test due to moisture damage on the electronic assembly. Charge, battery lasts less than expected confirmed. Low battery alert less than 1 week confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump battery could not be used for a long time. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that the battery power ran out on the fourth day of use. The insulin pump will be returned for analysis.